Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 131 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical error and a pump error 35 was found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at the select button, a fading serial number label, minor scratches on the lcd window, case and keypad overlay.